Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation at this time. E1 - phone number: (B)(6). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient was a 75-year-old male with a right atrial (ra) lead (model 4574) and a right ventricular (rv) lead (model 3830). A non-infectious lead extraction was performed, targeting the rv lead. An lr-evn-sh-9.0-rl sheath was advanced to the brachiocephalic vein and subsequently replaced with an lr-evn-9.0-rl, which was carefully advanced. During the procedure, elongation of the tip-ring electrode of the rv lead was observed. Upon reaching the superior vena cava (svc) with the lr-evn-9.0-rl, the anesthesiologist detected bleeding via intracardiac echocardiography. Shortly thereafter, the patient experienced a sudden drop in blood pressure. A bridge balloon was promptly inserted, and an emergency thoracotomy was performed. Following chest opening, injury to the svc was confirmed. Cardiopulmonary bypass was initiated, and surgical reconstruction was carried out. The patient left the operating room after stabilizing. Prognosis will be reported at a later time.